Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the display was dim, faded, and discolored. Additionally, investigation revealed that there was contamination under all keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/20/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/20/2015 with the following findings: visual inspection revealed that the battery compartment was cracked below the bumper pad. The keypad cover was found to be peeled/missing. During testing, the display was found to be dim, faded, and discolored. All keypad buttons respond appropriately to button presses; however, the keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses despite the button cover damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).